Manufacturer narrative:
Additional information was received on (B)(6) 2015. No sample is available for return. Therefore no investigation can be performed and the lot number has been updated to cno. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that two different expiration dates were found on the package of the dressing; thus the dressing was not used. No patient involvement was reported.